Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "hardware works so seldom that it renders the pump/software completely useless, frustrating and dangerous to my health". There was no reported adverse impact to the customer's blood glucose level. Attempts were made by tandem technical support to follow up but no further information was able to be obtained.